Event description:
Pt reports when she went to change her pump, it would not work. Code error 1213 is showing on screen. She is using her alternative pump and did not experience any adverse events sending new pump. "Did the reported product fault occur while in use with a pt: no, pt was preparing it for use; did the product issue cause or contribute to pt or clinical injury: no, she has an alternate pump to use; no disruption of therapy; is the actual device available to be returned for investigation (please state if a return box is being sent to the pt.) Pt is aware to return pump in the return box when she received her new pump." Dose or amount: remodulin 80 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.